Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Upon analysis, the returned clip assembly was fully deployed. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for intestinal polyps during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the hemostatic clip was used to close the wound to prevent hemostasis. When the handle was pushed to slide in the body, the release of the clip tip was blocked. After the clip was forcibly fractured, the hemostatic clip still was unable to clamp the wound. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for intestinal polyps during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the hemostatic clip was used to close the wound to prevent hemostasis. When the handle was pushed to slide in the body, the release of the clip tip was blocked. After the clip was forcibly fractured, the hemostatic clip still was unable to clamp the wound. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.